Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection and battery testing were performed and identified the battery low alarm. The cause of the condition was determined to be a low main battery. To correct the condition, the battery was replaced. The device then passed all further testing. Should additional relevant information become available, a supplemental report will be submitted.